Event description:
As reported, during test before use, the balloon of this fogarty embolectomy catheter was unable to be inflated (complaint (B)(4)). Using another fogarty embolectomy catheter on the same procedure, the same issue occurred (complaint (B)(4)). There was no allegation of patient injury. The devices were available for evaluation. Regarding device under complaint number (B)(4), as received, a tear was observed near the central area of the balloon. The edges of latex did not appear to match at the torn location. Patient demographic information unable to be obtained.

Manufacturer narrative:
One fogarty embolectomy catheter was sent to our product evaluation laboratory for a full evaluation. As received, a tear was observed near the central area of the balloon. The edges of latex did not appear to match at the torn location. In addition, a crack was visible at the catheter tip. The crack lined up with inflation lumen. Balloon could not be inflated due to occlusion in the balloon inflation lumen. Then, a cut down was performed on the catheter body. Clotted blood was found in both inflation and through lumens. There was no other visible damage from provided unit. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated: h6 (component code, investigation findings, investigation conclusions). Added: g2 (report source), h6 (type of investigation). Further investigation was performed by the engineers in the manufacturing site. Customer report of "catheters were unable to be inflated" was confirmed. Instructions for use contains warnings on the balloon integrity and catheter inspection as "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." As part of the manufacturing process all units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.